Event description:
It was reported that 10 bd micro-fine¿+ needles for pen injection were broken. The following information was provided by the initial reporter, translated from japanese: "this is a report about the needle pe broken. According to the user's report, there were about 10 needle pe broken."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: ten open 32g x 6mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320738. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all ten samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that 10 bd micro-fine¿+ needles for pen injection were broken. The following information was provided by the initial reporter, translated from japanese: "this is a report about the needle pe broken. According to the user's report, there were about 10 needle pe broken."